Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had a period of si joint pain relief before reporting to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined that the caudal positioned implant may have been loose based on perceived lucency on CT images. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the caudal positioned implant using chisels as it was solidly fixed in the ilium. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.